Event description:
Event: the pt developed paralysis 24 hrs post-op. Case details: access was attempted without the use of a sheath. The access artery was only able to be dilated to 22cm. A conduit was ultimately used to introduce the delivery catheter. The graft was successfully implanted. 24 hrs post-op pt developed paralysis from the waist down.